Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A revision of a triathlon total knee due to pain was scheduled and completed which led to the discovery of a fractured ps poly insert. The insert along with the baseplate was explanted and replaced with a triathlon universal baseplate, 100mm stem and a ts poly insert.